Manufacturer narrative:
Main investigation conclusion: review of the submitted log files showed the system operating as intended. The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted with a driveline infection. A log file review was requested to rule out signs of thrombus. The submitted log file did not capture any unusual events. Additional information reported that the patient was admitted into the implant center for 1 week and is now an outpatient to remain on intravenous antibiotics for 30 days. The infection was identified at staphylococcus aureus and the source of infection remains unknown. The device was found to operate as expected. No signs of thrombus were found.